Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. Customer was sent an alternate usb cable and wall adapter. Multiple follow up attempts were made to determine if the issue was resolved but no response was received.